Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a patient with diffuse lamellar keratitis one day post lasik treatment. The topical steroids were increased to every two hours, four days after onset the symptoms were improving and the drops were decreased. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.